Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the large window a zipper's slider body is open and the window has a hole in the netting. Large window b zipper's slider body is open and has a small hole in the netting. There is other damage to the canopy not relevant to this product issue. (B) (4).

Event description:
The customer reported that the canopy has tears in the netting and the net needs to be replaced. No pt injury was reported.